Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture. During the procedure, one of the balloons ruptured during inflation. A new ibt (inflatable bone tamp) was used to complete the procedure successfully and the surgical time was extended less than 15 minutes. The surgeon commented that bone sclerosis inside the vertebral body seemed to cause the rupture of balloon. The actual pressure and volume at the time of inflation were unknown but not exceeded their limits. Patient was not allergic to the contrast media and there were no balloon fragments left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.